Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their lateral incisor chipped. They have an appointment to have this tooth repaired. Impression kit will be sent to remake the top aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.